Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast surgery with a 350cc mentor smooth round moderate plus profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2022.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 25, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 350cc breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold on the posterior view measuring approximately less than 0.1 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).